Manufacturer narrative:
The device was returned as part of the asset return process and found: the front panel had separated from the front chassis, the power supply inlet port was damaged, and the software version was 1.12. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, visera elite ii video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the power supply inlet port was damaged. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.